Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade that required pericardiocentesis. After BB (Brockenbrough method, a transseptal puncture technique), during pre-mapping in the left atrium with the OCTARAY, pericardial effusion of the left ventricle was confirmed with the Sound Star eco catheter. It was during pre-mapping of the left atrium, the left atrial appendage was mapped at approximately twice the size compared to the CT (computed tomography) image and raised concern for pericardial fluid leakage. Drainage of about 500 ml was performed, and since the blood pressure became stable, only CTI (cavotricuspid isthmus) was performed and the procedure was completed. However, it was later reported that there was no ablation performed during the procedure. The patient was sent to the room in a conscious state. Patient fully recovered. The physician commented that it was possible that the guidewire used during BB was inadvertently advanced into the left atrial appendage rather than the LSPV (left superior pulmonary vein), which may have contributed to the occurrence of this issue. There were no abnormalities observed prior to, or during use of the product. Color option used prospectively was Tag index. There were no error messages observed on Biosense Webster equipment during the procedure. One transseptal puncture site was performed during the procedure. Force visualization features used were Contract Force and Vector. There was no evidence of steam pop. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's Reference Number: (b)(4).